Event description:
Medtronic received information that on (B)(6) 2018, six weeks post implant, transesophageal echocardiography showed mild paravalvular leak and a very small echodensity, 1-2mm on the root. Per discussion with cardiology, this does not look typical of vegetation, but more consistent with plaque or suture due to a recent aortic valve replacement and with the new finding of paravalvular leak (which might be a mechanical issue, but also could be related to early infection). Intravenous antibiotics will be extended to six weeks. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).